Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the supera, when the device was opened the stent was partially exposed but not expanded within the package. It appeared the thumb slider had already rotated several times. The device was not used and another supera was successfully used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported premature deployment was not confirmed; however, the inner member was stretched. A conclusive cause for the inner member damage could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling. (B)(4).